Event description:
Integra received a manuscript of a paper that reported a retrospective evaluation of the records of 17 pts (34 feet), ages 3 through 18, treated with the integra mba implant device. The following events were reported by the authors: post-operative inflammation: of the 17 records reviewed, 2 pts experienced post-operative symptoms of sinus tarsitis, which is inflammation in the small osseous canal which runs into the ankle under the talus bone and is often the result of inflammatory conditions such as gout or arthritis. One of these cases resolved spontaneously with no treatment and the other resolved after one injection of a 1cc solution of kenalog (corticosteroid anti-inflammatory) and lidocaine (anesthetic). Lateral ankle instability: of the 17 records reviewed, 2 pts experienced overcorrection of their deformity resulting in lateral ankle instability. One pt required a lateral ankle stabilization procedure and one required removal of the device. The instability resolved after these procedures were performed. Lack of efficacy: one pt required an additional procedure, an evans calcaneal osteotomy, to correct the residual initial deformity (flat foot).

Manufacturer narrative:
The devices involved in the reported incident are not expected to be received for evaluation. An investigation has been initiated based upon the reported info.